Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Three out of 7 connectors of the tigerpaw system ii device were not engaged. The laa was sealed to complete the procedure. There was no patient negative effects.